Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor was unable to fire pulses. The monitor's electrode belt receptacle white pulse wire was broken causing faults. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.